Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The error message was not reproduced during analysis. However, the compact flash was evaluated was determined to be the root cause of the reported error.

Event description:
Related MFR number: 3004936110-2018-00525. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.